Manufacturer narrative:
This report is submitted on july 04, 2017.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device manufacture date is (B)(6) 2011 not (B)(6) 2010. This report is filed on (B)(6) 2017.